Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported, the switch for manual/auto operation did not always switch over correctly. There was no reported patient involvement.